Manufacturer narrative:
Investigation summary: it was reported syringes are scraped on the outside surface of the syringe barrel. To aid in the investigation, six samples and three photos were provided for evaluation by our quality team. The samples are 60ml syringe barrels and came bulk in a plastic bag. A visual inspection was performed with a 10x magnifier lens. The samples have rub marks and one sample has a red arrow indicating a small scratch about 1/32" long. These imperfections are acceptable. Each of the three photos provided shows a syringe barrel with a rub mark. Rub marks are normal and a part of the assembly process. A device history record review was completed for provided material number 309653, lot number 9029539. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported barrel 311 of bd luer-lok¿ syringe are damaged. It was reported syringes are scraped the outside surface of the syringe barrel.